Event description:
Attorney alleges client "suffered a small bowel obstruction as a result of the failed kugel patch and was required to undergo repair surgery".

Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.